Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Using a diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance flex tip guide wire, ten to twelve treatments were performed in the circumflex artery (cx). Due to a tight lesion, the crown could not be advanced in a tortuous bend. During removal of the oad, the tip of the viperwire fractured and became lodged in a small septal. Due to the size of the lesion, no attempt was made to retreive the wire fragment. The fragment did not impede flow; however, due to the location of the fragment, atherectomy could not be performed to treat the lesion. Balloon angioplasty was then performed to complete the procedure. The patient was stable. In the opinion of the physician, patient anatomy was the cause of the event.

Manufacturer narrative:
Updated fields: b4, d9, g6, h2, h3, h6, h10. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The viperwire advance flex tip guide wire was returned to csi for analysis. Visual examination confirmed the reported guide wire fracture. The fractured spring tip section was not returned. Scanning electron microscopy analysis revealed evidence of fatigue, indicative of elevated stress while spinning. However, the exact root cause of the fracture was undetermined. Csi ID: (B)(6).